Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level up to 445 mg/dl. The customer reported a bent cannula after an infusion set change and stated that after the infusion set change, her blood glucose level was going up. The customer treated with the insulin pump, a manual injection, and eventually another infusion set change. Troubleshooting was performed for the bent cannula issue. The customer reported that the bent cannula occurred within the first day of use. The customer kept the same reservoir and stated that she has no issues with it. The insulin pump and the infusion set will not be returned for analysis.